Manufacturer narrative:
H6 medical device problem code a24 was erroneously entered on the initial manufacturer device report.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 34 year old female patient was admitted in with acute myocardial infarction and cardiogenic shock. Other underlying medical history was not known nor shared. The cp was placed femorally via the 14fr sheath, which was not removed per abiomed recommendations and instructions in the IFU. The team observed at the explant on the 3rd day of support that the patient developed thrombosis at the introducer and at the iliac artery. If the thrombosis prompted intervention, that was not shared and is unknown.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: thrombosis: the cause of the injury was not determined due to insufficient clinical details. Use against labeling: the cause of use against labeling issue is due to sheath being left in patient's body and not peeled away which is off-label usage per IFU.